Event description:
Customer reported "this pt started her breast boost in 2008". The therapists rec'd an error that the dose was not recorded in history. This has happened for the last three days. Each time the therapists mode the pt up at the 4dtc, session 1 is available for treatment. Looked in the backup folder and there isn't any treatment information for this pt."

Manufacturer narrative:
The data gathered from the schedule activitymh table revealed the history and treat logs at the exact date and time of the pt's treatment. The history log identifies entries ('failure to save') for each of the times that the treatment data was not recorded to the database. The varian service representative did find a screen capture showing the message generated by the system, informing user of an apparent problem recording the treatment record. In every case of the pt's treatment, the treatment records failed to record to the database and the same error message is present stating, "a node was not found in the xml stream". The problem is non-indicative of a system wide problem and only this one pt plan was affected and there are no reports from the site of other pt treatments not being recorded. No misadministration occurred in this case. However, the absence of any records in this case for multiple fractions, leads to the possibility that the weekly dose error and total dose error threshold could be exceeded if the user did not realize treatment has been given and they repeated treatment. In this case, the error was not noticed for three fractions - so it seems possible that added dose could be given at the end of the course in error. A discrepancy report was created describing the anomaly between treatment and this patient's plan. Further actions will be addressed in varian's CAPA process. No additional follow-up to this MDR is expected.